Manufacturer narrative:
A review of the device labeling was completed. Inflammation and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Inflammation and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the surgeon believes that the patient''s medical condition contributed to the event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, intraoperative complications in the left operative eye (os) were described as "a few hyphema". Reportedly, the surgeon believes that the patients'' medical history and inability to administer postop medication (glaucoma eye drops) contributed to the grade iii hyphema associated with iop increase. Per report, the event resulted in loss of bcva and inflammation/irritation, requiring paracentesis and anterior chamber washout. The report noted that the patient was not on anticoagulants pre or postop. The patient status was described as in "stable" condition and on eye drops with the event "resolved".

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented on postop day one (1) with hyphema characterized as large and associated with elevated intraocular pressure (iop). The report noted that there was "a lot of" intraoperative bleeding during the procedure, and that the elevated iop was noted prior the start of postoperative steroid drops due to impaired aqueous humor outflow associated with the hyphema. Additional information has been requested.